Manufacturer narrative:
It was reported by customer that blood was repeatedly backing up. One sample of item number 10011865 was submitted for quality evaluation. Visual examination was conducted and no physical defects or abnormalities were identified. The extension set was then attempted to be primed. The set could not be primed. The set was then sent to the supplier to determine if the in-line filter was the cause for the fluid blockage. The filter supplier investigated the sample and determined that the filter functioned correctly however, the solvent used to bond the filters to the tubing was causing the occlusion. The customer complaint of flow issue was confirmed. The investigation was then forwarded to the bd manufacturing to investigate the supplier's claim that the solvent used in bonding the in-line filters to the tubing. Investigation at the manufacturing location could not identify the root cause of the occlusion between the tubing and filter as the sample was not available after investigation at the filter supplier. A device history record review for model 10011865 lot number 23079268 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27jul2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No further information was provided.

Event description:
It was reported that bd alaris extension set had backflow the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached blood repeatedly was backing up into the cvl catheter, filter, and IV tubing. The backing up was only able to be stopped once filter was removed.

Manufacturer narrative:
A2. Patient¿s birthday was not provided, (B)(6) xxxx was used based on age of patient. If a device evaluation and/or device history review is completed, a supplemental report will be filed.